Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported a complaint of "will not work". For clarification, the instrument was found to have a broken conductor wire at the weld joint of the yaw pulley after one side of the clevis ear was removed for further investigation. The silicone potting appeared to be compromised and the conductor wire was thermally damaged around the weld location. As a result, the electrical continuity failed and energy activation would not work with this instrument. Any material missing was likely to be thermally induced rather than mechanically induced. Additional observation not reported: the pch instrument was found to have thermal damage of the monopolar yaw pulley and distal clevis. Black char marks were observed. Any material missing was likely to be thermal-induced rather than mechanically induced. Based on the information provided at this time, this complaint is being reported because, during a da vinci-assisted surgical procedure, a broken/loose cable was seen on the pch instrument. Although no patient harm, adverse outcome, or injury was reported, a broken conductor wire that was thermally damaged was found during failure analysis suggests that if the malfunction were to recur it could cause or contribute to an adverse event. In addition, further failure analysis investigation found thermal damage of the monopolar yaw pulley and distal clevis. A review of instrument log was performed. Per the review, the following was confirmed: system serial #, device material, lot#/serial #, and event date. The instrument was last used on (B)(6) 2020 on the system sk2326. The pch had 6 uses remaining after the last use. The instrument has max 10 uses. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is not applicable because the product is not implantable. Initial reporter is blank because it is unknown if the initial reporter submitted a report to the FDA. Recall is not applicable.

Event description:
It was reported that during central processing, a broken/loose cable was noted on the permanent cautery hook; the instrument was not working. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter was not aware if there were any issues during the procedure, but confirmed that there was no allegation of arcing or any injury to the patient due to malfunction of the permeant cautery hook. There was no patient-related information available.